Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). There was also some oversensing noted on the right atrial (ra) lead. The rv lead was reprogrammed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.